Manufacturer narrative:
Additional information was added for h3, h4 and h6. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed and no issues were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary line of a clearlink system non-dehp continu-flo solution set was leaking at the port closest to the patient. It was further reported that there was no medication added. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.